Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a distale - 201 cm (79") bifuse ext set w/6 gang 1o2¿ manifold, 8 clave¿ clear (green rings), back check valve, 3-port nanoclave¿ manifold, check valve, rotating luer, filter cap where the customer reported that at the start of the infusion, liquid escapes and beads from the ¿white button." The incident occurred in the intensive care unit. There was patient involvement and no adverse event/human harm. The device was connected to the patient at the time of the event; there were no clinical consequences, the infusion line was changed. The patient health condition was unchanged, no one was harmed, there was a delay of 20 minutes in therapy, the therapy was successful, no blood loss, there was an unprotected exposure to the patient/healthcare provider, the medication used was physiological saline solution, 5% glucose solution and there was no holes, cuts, tears or other defects with the device.

Manufacturer narrative:
Two (2) photos were provided showing leakage from the white button on the 1o2 valve. Received one used 011-am3006 for inspection. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. There was leakage from the white button from one of the ports. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.